Manufacturer narrative:
Visual examination of the returned device did not identify any evidence of pre-existing physical damage, material defects, or product abnormality that could have contributed to the reported event. The t-bars remained properly affixed to the tab's non-woven fabric with no observed separation, deformation, or structural irregularity. The device tabs exhibited signs of normal wear and tear consistent with expected use and removal from patient skin. No sharp edges, fractures, exposed components, adhesive inconsistencies, or t-bar abnormalities were observed during evaluation. Based on the clinical information provided and the investigation performed on the returned product, no device-related malfunction or manufacturing nonconformance was identified that would reasonably be expected to result in the reported skin issue. The reported condition appears more consistent with use-related and patient-specific factors, including potential skin sensitivity and/or clinical application conditions (e.g., skin preparation practices, or nicu monitoring environment). Based on the complaint ratio, this type of incident is rare. The complaint will be monitored for trending purposes and has been documented in the appropriate logs and charts.

Event description:
Skin reaction just on right cheek.